Event description:
During an atrial fibrillation procedure, it was reported that the patient became hypotensive and an effusion was observed after ablation. Cardiopulmonary resuscitation (CPR) was given and a pericardiocentesis was performed. The patient went into surgery. On (B)(6), received additional information requested from bwi representative stating that the patient had a perforation in the right atria and required hospitalization. The outcome of the patient was an improvement. The physician¿s opinion regarding the causality of this event is possible procedure related.

Manufacturer narrative:
The device investigation is still in progress. Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Coolflow irrigation pump: us catalog #cfp002, serial # (B)(4). Lasso nav eco variable catheter: us catalog # d134301, lot # unknown. (B)(4).

Manufacturer narrative:
Manufacturer's reference # (B)(4) during an atrial fibrillation procedure, it was reported that the patient became hypotensive and an effusion was observed after ablation. Cardiopulmonary resuscitation (CPR) was given and a pericardiocentesis was performed. The patient went into surgery. The returned device was visually inspected upon receipt and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.